Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (as interpreted general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, psychological trauma, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia and general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received, coding changed from injury to pelvic pain, new event abdominal pain, dysmenorrhea ,back pain, dyspareunia, menorrhagia, gen. Abnorm. Bleed, psych injury, fatigue, hair loss were added, patient dob was added, reporter city and state updated, product start and removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (as interpreted general abnormal bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes: severe mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: possible puncture of the bladder"), urinary tract disorder ("bladder or urinary problems or changes"), acne cystic ("hormonal changes: severe cystic acne"), loss of libido ("no desire"), thrombosis ("complication during removal : blood clots"), scar ("complication during removal : scar tissue") and postoperative wound infection ("possible infections from the incision site"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, fatigue, alopecia, mood swings, female sexual dysfunction, bladder disorder, urinary tract disorder, acne cystic, loss of libido, thrombosis, scar and postoperative wound infection outcome was unknown. The reporter considered abdominal pain, acne cystic, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, mood swings, pelvic pain, postoperative wound infection, psychological trauma, scar, thrombosis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain , back pain, dysmenorrhea, dyspareunia, menorrhagia and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received events "hormonal changes: severe mood swings, sevre cystic acne, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes,, scar tissue, blood clots, possible infections from the incision site" were added outcome of events " pain, bleeding and cramping" were updated as recovered and sexual intercourse and no desire were updated as recovering. Lab data and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.